Event description:
It was reported that upon returning to the console from the scan room, the technologist noticed that the console and monitors were off. When they turned the console switched on, the technologist reported seeing a spark and rec'd a shock. The technologist was not injured and did not seek any treatment.